Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that they received a motor error alarm during an infusion set change. Customer's blood glucose was 250 mg/dl. The customer stated the drive support cap appeared to be normal. Customer also reported a motor position encoder error alarm. The customer stated the insulin pump has been exposed to a high magnetic field in the past.the customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.